Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings:the battery cap threads were found to be damaged. The battery compartment was found to be intact and undamaged. The battery cap was unable to properly secure to the pump. A test battery cap was used for further testing. Unrelated to the complaint, the display screen was dim and discolored. The keypad cover was found to be peeling. The keypad buttons were found to be appropriately responsive. No contamination was observed on the keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.